Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, at the follow-up CT examination, a proximal type I endoleak with aneurysm enlargement was detected. The physician did not mention about the exact cause of type I endoleak, but he indicated that he should have placed the aortic extender endoprosthesis just below the renal arteries at the index procedure. On (B)(6) 2022, a reintervention was performed. Two additional stentgrafts were implanted into the proximal side. The endoleak was resolved.